Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: "do not use dexcom g6 cgm in pregnant women or persons on dialysis. The system is not approved for use in pregnant women or persons on dialysis and has not been evaluated in these populations."

Event description:
It was reported that the customer experienced low blood glucose (bg) of 24 mg/dl. Reportedly, customer believed basal rate needed to be adjusted as customer is pregnant and eating patterns have changed. Customer was treated with intravenous fluid and juice while already hospitalized for an unrelated event.